Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous hypotube kinks with a complete separation at 64.1cm distal from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14may2019. It was reported that crossing difficulties were encountered. The target lesions were located in the severely calcified right coronary artery and left anterior descending artery. A 4.5mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft separation.